Event description:
Reporter alleged the customer was found incoherent and was unable to obtain a result on the aviva system due to an error message. Reporter stated treating the customer with juice and candy until he became more coherent and then treated him with food. No other actions or treatment reported. A request was made for the return of the suspect device and replacement product was sent.